Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An increase in capture threshold and decreased pacing lead impedance on the right ventricular (rv) lead were noted potentially due to fibrosis. The lead was capped and replaced. The patient was stable with no adverse consequences.